Event description:
It was reported that the spinal cord stimulation (scs) patient experienced pain as a result of inadequate stimulation to the right-side of their lower back. The patient underwent a revision procedure where the right lead was repositioned due to migration and two additional leads were added to improve coverage. The patient is doing well post operatively.

Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2366500, model: sc-2366-50, serial: (B)(4), batch: 5027907.